Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the angle around the siphon guard of a certas plus valve (828826) was bent into a dogleg shape. It was also difficult to flow when the valve was checked for saline water flow. The valve was placed once but it was removed during surgery due to poor flow; therefore, the valve was changed to a new one. There was a 30-minute surgical delay however no adverse consequence to the patient observed.

Manufacturer narrative:
Certas valve returned for evaluation. Device history record (DHR)- product code 82-8826 with lot 5999094, conformed to the specifications when released to stock on the 19th january 2022. Failure analysis- the position of the cam when valve was received was at setting 7. The valve was visually inspected; biological debris liquid noted in the valve and the valve was slightly out of line. The valve passed the test for programming, flushing, leak, reflux, siphon guard and pressure. The catheters were irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The issue for the slight bend in the silicone housing could be due to wrong handling when removing the valve from the packaging. The siphon guard housing is made with silicone, so it can be curved, there is no specifications for the straightness this does not influence the functioning of the valve as seen in the investigation report. The possible root causes for the issue ¿difficult to flow¿ reported by the customer could have been due to csf pressure is not sufficient to establish flow. But at the time of investigation no functional issues were noted with the valve.

Event description:
N/a